Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received no delivery alarm. The customer¿s blood glucose level was 529 mg/dl. The customer states the insulin exited. The insulin pump will be returned for analysis.